Event description:
Customers family member reported patient had passed away, but had indicated that it was possibly a heart attack. Customer also stated that the doctor did not known the cause of their death and was using the pump at the time of death.